Event description:
The pt's attorney alleged a deficiency against the device. Per additional info received, the pt has experienced pelvic, abdominal, and right groin pain, infection, urinary problems, dyspareunia, vaginal scarring.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced adhesions, urinary incontinence, urgency, dysfunctional voiding, residual urine, vaginal pain, tenderness, palpable sling (foreign body in patient), blood loss, discharge, sensation of muscle spasm, nausea, constipation, vomiting, low back pain, urinary frequency, urinary urgency, painful urination (dysuria), incomplete bladder emptying, straining to urinate, urinary leakage, urge incontinence, burning in vagina (burning sensation), blood in urine (hematuria), feeling of not emptying bladder, abdominal pressure, fever, chills, lack of energy, lack of appetite, bladder descent, cystocele (prolapse), vaginal prolapse, pelvic floor muscle tenderness/dysfunction, rectocele, bladder irritative symptoms, medial bump in bladder and crystals in urine.